Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Through review of medical article "transcatheter tricuspid valve implantation: a multicentre french study" authors francois godart et al, the following 5 valve in valve events were identified to pertain to edwards devices: [patient 1] a 15-y-o boy with a 33 carpentier edwards valve implanted in the tricuspid position underwent a valve in valve replacement after an implant duration of no longer than 5 years due to stenosis (mean gradient 10mmhg) and moderate regurgitation. A 23mm sapien valve was implanted within the disabled edwards valve. Patient's pathology includes ebstein¿s anomaly (2018-10522-1). [Patient 5] a 26-y-o lady with a 31mm carpentier edwards valve implanted in the tricuspid position underwent a valve in valve replacement after an implant duration of no longer than 5 years due to stenosis (mean gradient 10mmhg). A 29mm edwards sapien valve was implanted within the disabled edwards valve. Patient's pathology includes tricuspid dysplasia (2018-10522-2). [Patient 6] a 9-y-o boy with a 27 carpentier edwards valve implanted in the tricuspid position underwent a valve in valve replacement after an implant duration of no longer than 5 years due to stenosis (mean gradient 14mmhg). A 22 non-edwards valve was implanted within the disabled edwards valve. Patient's pathology includes arterial duct, pulmonary artery hypertension (2018-10522-3). [Patient 7] a 33-y-o lady with a 33 carpentier edwards valve implanted in the tricuspid position underwent a valve in valve replacement after an implant duration of no longer than 5 years due to severe regurgitation. A 22 mm non-edwards valve was implanted within the disabled edwards valve. Patient's pathology includes cardiomyopathy (2018-10522-4). [Patient 9] a 49-y-o man with rheumatic disease with a 33 carpentier edwards valve implanted in the tricuspid position underwent a valve in valve replacement after an implant duration of no longer than 5 years due to stenosis (mean gradient 8mmhg) and severe regurgitation. A 22mm non-edwards valve was implanted within the disabled edwards valve. (2018-10522-5). [Patient 10] a 17-y-o patient with a 29 carpentier edwards valve implanted in the tricuspid position underwent a valve in valve replacement after an implant duration of no longer than 5 years due to stenosis (mean gradient 6mmhg) and severe regurgitation. A 22mm non-edwards valve was implanted within the disabled edwards valve. Patient's pathology includes ebstein¿s anomaly (2018-10522-6).